Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device error system failure forced sensor bridge test. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed top case was chipped on the front corners. A review of the event history log identified force sensor bridge test error in the history. Functional testing was performed using the occlusion test and checking force calibration. The reported issue was unable to duplicated. The sensor was within factory specifications. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No further actions were taken as the device was placed in quarantine due to having inappropriate battery.